Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent implant of a 6"x 6" inches monofilament soft bard mesh to treat a large periumbilical hernia. The attorney alleges the patient experienced pain, permanent injury, physical deformity and had undergone corrective surgeries.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 7 months post implant of bard soft mesh, patient was diagnosed with infection, abscess, purulent discharge, adhesions, inflammation, and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, adhesions and inflammation as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient underwent implant of a 6"x 6" inches monofilament soft bard mesh to treat a large periumbilical hernia. Attorney alleges the patient experienced pain, permanent injury, physical deformity and had undergone corrective surgeries. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with ventral hernias (x3) thereby underwent open repair with the implant of bard soft mesh. Per operative notes, ¿the first hernia was found on the left umbilicus. An old mesh was removed. Superior defect from previous repair was found. A large periumbilical hernia sac was dissected and a bard soft mesh was placed and sutured." (Note: an unknown mesh was explanted during this procedure.) (B)(6) 2013 - patient was diagnosed with abdominal wall wound thereby underwent partial removal of infected mesh. Per operative notes, ¿scar tissue was excised, a portion of involved mesh in the area was removed." (B)(6) 2013 - patient was diagnosed with abdominal ventral hernia with mesh thereby underwent partial removal of anterior mesh. Per operative notes, ¿small amount of exposed mesh was removed." (B)(6) 2016 - patient was diagnosed with abdominal wall abscess thereby underwent partial removal of infected mesh, drainage of abscess of the abdominal wall. Per operative notes, ¿purulent material was seen in the cavity. The exposed mesh was excised." (B)(6) 2016 - patient was diagnosed with recurrent abdominal wall abscess and a piece of mesh thereby underwent removal of mesh and drainage of abdominal wall abscess. Per operative notes, ¿the abscess cavity contains two lateral stitches and a piece of mesh. Lysis of adhesions performed and the mesh was removed completely." Attorney alleges that the patient had abscess, pain & suffering, permanent physical deformity and permanent injury.